Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The reported event could be confirmed, since the device was not returned for evaluation and but with available radiographs alleged event could be confirmed. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Indications of material, manufacturing or design relation problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. With the available CT scans a formal medical opinion was sought. With the limited clinical information. There is a little bit of radiolucence visible in the talar component and there might be a little loosening. The contralateral joint to the medial and the lateral aspect of the talar component in the medial and lateral malleolus shows some contact and some reaction mainly on the medial malleolus. The could also be a hint for a little impingement due to poor fit there. If loosening is the underlying cause for the planned revision, a patient related factor could be the reason for that. If there is impingement or problems with the fit of the prosthesis it would be assessed as being treatment related. However, failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Based on the formal medical opinion loosening root cause most likely can be attributed to patient related but for the impingement and fitment of prosthesis most likely can be attributed to treatment related. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.